Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one of the grip/tip was bent, causing side to side misalignment of instrument grips. There was a .101 offset at the instrument tips, indicating overloading at the tip. Electrical continuity passed. It was concluded that the grip/tip damage may have been due to mishandling. Failure analysis investigation also found indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. It was concluded that the damage to the distal pulley and the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips were misaligned on the fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.